Manufacturer narrative:
Concomitant medical products: d224drg ICD implanted: (B)(6) 2009.

Event description:
It was reported that the patient's right atrial (ra) lead malfunctioned. Follow up was conducted and specifics on the malfunction were not available. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.